Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found both tamper seals intact, and a cracked left plunger case. A review of the event history log found motor rate error in the history. Functional testing was performed using an occlusion test and the reported problem was duplicated. The cause of the reported problem was related to the main printed circuit board. The root cause of the reported problem was unable to be determined. To resolve the problem, main printed circuit board was replaced, the software was reloaded and calibration was performed.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.